Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation days after ipg replacement surgery (reference MFR report#1627487-2016-03019). Reportedly, diagnostic testing revealed high impedance measurements on multiple contacts. Reprogramming temporarily resolved the issue. As a result, surgical intervention was planned as the next course of action to address the issue. Follow-up identified the procedure took place on (B)(6) 2016 during which time the lead was explanted and replaced with a new model. Effective stimulation was achieved postoperatively.